Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler fired the first staple, but on the second attempt, the stapler made a noise and did not fire.